Event description:
The uretero-reno videoscope was returned to the service center with a failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a corroded plastic distal end cover and lens, and no movement on the control knob were found to be most likely due to fatigue, wear, and degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fatigue, degradation, and wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.